Event description:
N/a.

Manufacturer narrative:
Analysis of production: (3331/213) the device history record review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/213) the review of the historical data indicates that no other similar complaint was reported for the same lot/serial number and reported failure mode. Trend analysis: (4110/213) the overall 24 month product complaint trend data for the period jul 2019 through jun 2021 was reviewed. There were no triggers identified for the review period.

Manufacturer narrative:
Communication/interviews: communication/interviews were performed to obtain all possible information: a getinge field service engineer (fse) was able to troubleshoot this problem over phone with the customer. The customer didn't have the console plugged into cart, which caused the batteries not to be able to charge and as a result, the device wouldn't turn on. The issue has been resolved and the customer cleared the unit for clinical use. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check, the cardiosave intra-aortic balloon pump (iabp) was not turning on. There was no patient involvement, and no adverse event reported.